Event description:
The neurologist reported that the patient had their device disabled. It was noted that the generator disablement was due to cardiac issues. No additional relevant information has been received to date.